Manufacturer narrative:
(B)(4). While a definitive cause cannot be determined in this incident, no product malfunction, failure or deterioration of characteristic or performance of the device or inadequacy in the labeling and/or IFU was identified. A review of the finished device lot history record did not reveal any abnormalities associated with this lot number that could have contributed to this complaint and in-process inspections and testing met manufacturing criteria.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because error 5 meter issue was not resolved with troubleshooting.

Event description:
It was reported that during dilatation in the superficial femoral artery, the fox sv balloon ruptured at 12 atmospheres during the first inflation. The device was removed from the anatomy, and dilatation was completed using a non-abbott device. There was no adverse patient effect. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all relevant information.